Event description:
In a follow up, the center director reported that on the day the patient was going to have the dsaek surgery, the corneal specialist observed that the cornea was improving and contained good cells. The procedure was cancelled and the specialist will allow some more time for the cornea to complete healing on its own.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. No technical service was requested for the reported event. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that following laser assisted cataract surgery, the patient was diagnosed with corneal decompensation in the left eye. In a follow up, the center director reported that the event continues, and descemet's stripping automated endothelial keratoplasty (dsaek surgery) has been scheduled to treat the event.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).